Event description:
A (B)(6) female pt contacted zoll customer support to report service codes. Upon review of the pt's flag files zoll customer support confirmed service code 107 (abnormal shutdowns). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107 (abnormal shutdowns)) was confirmed. Upon investigation the monitor was constantly resetting. The cause for the resets was isolated to communication faults with the digital signal processor (dsp) u500 on c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.